Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: 25mm versa-dial taper adaptor, cat# 118000, lot# 055440. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple medwatches are associated with this event, please see associated reports: 0001825034-2022-01429.

Event description:
It was reported that a patient is being considered for a revision due to disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, d6b, g3, g6, h2, h6, h10.

Event description:
It was reported that a patient underwent a revision procedure approximately 4 months post implantation due to disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: both of the images demonstrate disassociation of the glenosphere which is separated from the base plate and located lateral and anterior to the humeral head. The remainder of the hardware is intact. No periprosthetic lucencies. No acute bone or hardware fracture. Chronic fracture of the acetabulum and possible chronic fracture of the distal clavicle. It is unknown whether the provided x-rays were taken prior to the first or second revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.